Manufacturer narrative:
Product event summary:the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode managed ventricular pacing (mvp). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was at their doctor¿s office and a heart rate of 30 beats per minute (bpm) was noted on the stethoscope. Review of the remote monitoring transmission showed that the implantable cardioverter defibrillator (ICD) was programmed managed ventricular pacing (mvp) mode with a programmed lower rate of 60 bpm. It was noted that the low heart rate was due to the mvp mode or premature ventricular contractions (pvc). The patient also reported dizziness on occasion since the cardiac contractility modulation (ccm) was implanted. The ICD remains in use. No further patient complications have been reported as a result of this event.